Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported having jaw pain. The patient said this was new in the past month. The customer support team gave the patient temporomandibular joint/temporomandibular disorder (tmj/tmd) advice, by not chewing gum and warm compresses, etc. The patient was advised to see the doctor of dental surgery (dds) or (tmj) specialist if it does not resolve or gets worse. The patient has relapsed. The patient has admitted to skipping some days with the retainer. The patient would like to discuss re-entry. The patient is having fit issues with the retainers due to relapse.